Event description:
Literature: bauman ja, church e, halpern ch, et al. Subcutaneous heparin for prophylaxis of venous thromboembolism in deep brain stimulation surgery: evidence from a decision analysis. Neurosurgery. 2009;65(2):276-280. Summary: this article presents a retrospective review of 254 patients with movement disorders who underwent deep brain stimulation (dbs) surgery between 2003 and 2007 to investigate the safety of subcutaneous heparin (sqh) in patients undergoing dbs surgery. The patient's were divided into two groups, non-sqh implanted prior to 2005 and sqh implanted after 2005. Reportable event: two non-sqh patients developed pulmonary embolism. Diagnosis was confirmed via computed tomography on the chest with contrast. No patient symptoms, treatment, or outcome was reported.